Manufacturer narrative:
Date received by MFR: 28may2019. The customer reports the unit generates a false alarm when connected to the central nurse's station. The customer connected another unit to the system using the same cable without alarm. The field service engineer (fse) evaluated the unit, and according to the service manual, the cpu board needs to be replaced. The fse provided a price estimate for the cpu replacement and labor. The customer did not provide a response. The fse did not perform repair on this unit because the customer did not provide a purchase order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30apr2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit sets off nurse call alarm when connected but no alarm condition is present. The customer reported there was no patient involvement. Event date not specified: estimate used.